Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump has cosmetic damage(crack at black of the pump). In addition, customer alleged insulin pump did not turn on(blank display) after pump was in shower(moisture exposure). P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, cracked battery tube threads, cracked case on the battery tube side, moisture damage in battery tube, and faded serial number label. Blank display noted after battery installation. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. In summary, customer allegation for cosmetic damage(crack at black of the pump) was confirmed during visual inspection where cracked case on the battery tube side was noted. In addition customer allegation that insulin pump gave a blank display was confirmed due to moisture damage on pcb1 board. After swapping pcb 1 with a test board, device powered on properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and was exposed to water. Customer stated that the pump was taken into the shower, but stated that the pump was no longer turning on. There was crack at back of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.